Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer was treated with manual injection. The customer did not report symptoms such as a result of high blood glucose level. Customer did not allege that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.